Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the registered nurse (rn) stated the hc was not draining the home patient (hp) all the way and requested swap. The rn stated the hp was complaining he had to stand up to drain out all the way. The rn stated the last fill volume is 2000ml and when he drained manually he drained 4000ml. The technical service representative (tsr) explained that the problem may be positional. The tsr would swap to rule out hc as cause. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).the device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The reported issue of increased intra-peritoneal volume (iipv)/(hc device not draining patient all the way) was neither confirmed nor duplicated during pal evaluation. No issues were identified during a review of the device's history record that may have contributed to the reported difficulty. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported issue. Due to additional therapies being performed after the date of occurrence ((B)(6) 2011) and overwriting the previous data, there was no event and therapy logs data available from the date of the reported issue. A cause was undetermined. The device was determined to meet the specifications relative to the reported issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.